Manufacturer narrative:
The returned device was evaluated and the complaint was confirmed. The device was manufactured prior to a supplier process change. However, per the dfu, a coaccess introducer is to be used with the device. When the introducer is connected to the device, the failure mode cannot occur because movement between the cannula and hub is completely restricted.

Event description:
Note: patient age, gender, weight and sex are unknown. It was reported to boston scientific corporation in 2006 that a leveen superslimneedle electrode was used during a radiofrequency ablation procedure in the liver. . The complainant stated that when the physician tried to retract the tines during preparation, they were not able to be retracted. The physician used a second leveen superslim needle electrode device from the same lot to complete the procedure. No patient complications were reported as a result of this event.